Event description:
It was reported that during a revision procedure to replace an implantable pulse generator (ipg) due to normal end of life, one of the two ends of the artisan paddle lead was difficult to remove from the ipg. Once the lead was removed from the ipg, it was revealed that it had been damaged in the process. The physician cut the damaged part off of the lead, leaving the remainder of the lead implanted in the patient. Post-operatively, the patient received adequate stimulation with the remaining part of the lead.